Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e433 is likely due to a defective generator board. A definitive root cause cannot be identified. An improved generator board was introduced into production in early july 2020, after the manufacture of this device. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus surgical solutions account manager reported the asset high frequency electro surgical generator unit had a ¿e433, mother board error¿ during an unspecified therapeutic procedure. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced product was returned to the olympus service center. The service inspection was able to confirm/reproduce the customer¿s reported issue, the e433 error displays upon powering on. The issue was isolated to a defective generator board. The investigation is still ongoing; therefore, the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.